Event description:
No additional information was provided.

Manufacturer narrative:
Three photos of 1ml luer-slip syringes (p/n - 301025) were received and evaluated. The three images received each show loose syringes that have a slight discoloration on the barrel tip which does not affect form, fit or function: therefore, are acceptable. No excess or dried silicone was observed. The condition observed is acceptable per product specification. Since the defects observed are considered cosmetic and acceptable, no corrective actions are necessary at this time. Furthermore, a device history record review was completed for provided lot numbers 3241635 and 3241633. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4) follow up report for correction. This complaint was found to be a duplicate after the MDR was submitted, please refer to (B)(4).

Event description:
Material: 301025 batch#: 3241635, 3241633 . It was reported that the bd syringe 1ml s/t bns had silicone visible. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. All the material that we have in stock of the item 301025 (k-08800-004a) have been rejected. The reason of this rejection is because the material contains excess of silicone.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.